Event description:
During treatment (infusion of dipidolor) pump switched to standby mode, but infusion was still going on. Pt had respirator insufficiency and was given artificial respiration by bagging. Since the pt was on an empty stomach they aspirated. A drug was given to neutralize the effect of dipidolor. The pt got a pneumonia and was treated with antibiotics and the pulmo needed to be distended. Pt is reported doing well now.

Manufacturer narrative:
The pump settings for the pt were 1.0 ml/hr basal; 2.0 ml bolus; 00:05 bolus lockout; 30 ml bag volume. To try and duplicate the over infusion while the pump was in pause mode, the pump was programmed to the above mentioned settings. At the beginning of the volumetric test the bag weighed 60.45 grams. The play/pause button was activated and the pump was allowed to run for 30 ml's. At the end of the test the bag weighed 29.55 grams. Error is 3%. This falls within +/- 6% volumetric accuracy. Passed. Secondly, the pump was programmed 20.0 ml/hr basal; 20.0 ml bolus; 00:05 bolus; 1000 bag volume to see if at any time during the run the pump would go into pause mode by itself as reported. The pump had a low battery alarm at 416 ml's. When the battery alarm came on the pump shut down. The batteries were changed and the pump was started. The pump completed the 1000 ml's requested. At no time during the 1000 ml test did the pump go into pause mode by itself. Passed. Conclusion: we were unable to duplicate the failure during the eval and are unsure what may have caused the observed failure. The pump functioned as intended. Based on the fact that pt intervention was required we have chosen to file with FDA.